Manufacturer narrative:
Device manufacturing date is unavailable. Although the camera was recently replaced, recommendation was made to replace the camera and external/internal cables. Return requested. Replacement camera shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system camera was displaying the error "illuminator hardware fault" in the ndi toolbox configuration utility. The medtronic representative reported the camera seemed to be inconsistently tracking. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that after replacing the positioning sensor unit (camera) the system was tested and is working as expected. Device manufacturing date now provided.